Event description:
Facility paramedics connected the device to a person described as in cardiac arrest. Allegedly, when an attempt was made to charge the defibrillator to 200 joules, the device only charged to 10 joules. With the next attempt the failure recurred. The operator selected 300 joules. The device charged properly and delivered energy to the pt. The rptr did not know the pt outcome.